Event description:
It was reported that this right ventricular (rv) lead exhibited variable shock impedance measurements reaching 125 ohms. It was noted that the impedance measurements remained within normal limits. Further evaluation is expected at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.